Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had stuck button error alarm. The customer¿s blood glucose level was unknown at the time of the incident customer was not hearing any alerts just vibrate. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures noted during self test or in insulin pump history files. No battery alert noted during testing.